Event description:
An endurant iis bifurcate stent graft system was intended to be implanted in the endovascular treatment of a 50mm aaa. It was reported that during the procedure, the main body was introduced over a stiff wire but resistance was felt due to calcified iliac arteries and tortuous anatomy. The surgeon then removed the main body and extravasation was noted in the right femoral artery. The surgeon then converted to open repair. Per the physician, the cause of the event was attributed to the usual stiffness of the device, which, in combination with the calcified iliac arteries, caused the femoral artery to avulse when attempting to advance the delivery system. A reliant balloon was inflated proximal to the tear, quickly containing the bleeding. The femoral artery was treated with open repair. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.